Manufacturer narrative:
(B)(4). The sample has been requested. At this time, this report is being treated as an allegation against the cassette. Since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). The initial medwatch report for se 2240 alleged against the cassette was submitted in error in this MDR report number 1423500-2011-05999. All the necessary additional information related to this event has been submitted on (B)(4) 2012 within the MDR report number 1423500-2012-01376.

Event description:
The customer reported a system error 2240 which occurred on the homechoice machine during dwell 3 of 4. The customer stated there was a leak; however, the leak area was not identified. There was no patient injury or medical intervention. No additional information is available.